Manufacturer narrative:
(B)(4). (B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that when the femoral component was impacted, the impactor pad broke in half. As the femoral component was already seated, there was no impact on the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the provided image identified that the impactor pad had fractured in half. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.